Manufacturer narrative:
The investigation could not determine a specific root cause based on the limited information available from the customer.

Event description:
The regional account specialist (ras) reported the customer received questionable ion selective electrode (ise) results for one patient sample. Of the data provided, only the sodium result was discrepant. The initial result from a sample processed by the modular preanalytic analyzer (mpa) was 146 mmol/l and the repeat result was 133 mmol/l. The initial result was reported outside the laboratory and questioned by the physician. The repeat result was believed to be correct. The patient was not adversely affected. The sodium electrode lot number and expiration date were requested, but were not provided. The customer declined an analyzer service visit. The ras could not determine a cause, but stated the customer has not seen similar occurrences since this on this system. She reviewed the qc and calibration reports and all were ok. She looked for other possible issues on samples run at the same time on this system, but found no issues. She determined there was a potential sample issue as no other samples showed same affect since then on this instrument.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.